Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: unable to confirm complaint; device not returned; no failure detected, device operated within specification.complaint history reviewed.

Event description:
Allegedly middle phalanx came off distal end of implant. Patient revised due to implant broke through the dorsal cortex of the middle phalanx.